Manufacturer narrative:
Additional information: two images were returned for analysis. The images are of a non medtronic balloon. It appears in the image that fibres are hanging out from the non medtronic balloon which is consistent with what was reported. No images of the abre device were returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use abre self-expanding stent along with 9fr sheath and non-medtronic guidewire during procedure to treat a none calcified fibrous lesion in the left proximal external iliac vein with 75% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 12mm and 100mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. The post dilation balloon got caught on stent and caused deformation. The lesion was not pre dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Physician had difficulty advancing balloon through the stent to proximal position. After first expansion balloon was difficult to retract to distal position. A new stent was placed to correct deformed area. Deformation occurred from non-medtronic balloon having loose fibers which caught on the stent upon removal. There was no further patient injury reported.